Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 71-year-old female patient presenting for high risk percutaneous coronary intervention. Following explant of the impella pump, it was discovered that the patient had a retroperitoneal bleed originating from the distal descending aorta. A cause for the vascular damage was unknown. A surgical repair was completed to resolve the bleed and the patient was reported to be recovering from the condition.